Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer stated the controls failed twice during control testing. The test strips and controls were requested for investigation. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 2:32 pm was 4.3 inr. The result from the laboratory was 5.7 inr. The timing between tests was within four hours. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests monthly.